Event description:
It was reported that the device could not be interrogated during an in-clinic follow-up. During the last follow-up check in (B)(6) 2025, the device reported 7.5 months to 10.5 months remaining, and unexpected that the device could not be interrogated. The device did not respond to magnet placement. No patient symptoms were reported.